Event description:
The information received indicated that the stent was reported to be flared off the balloon upon feeding it up the wire prior to sheath insertion. They did not use the product in the patient. The physician noticed the flared stent, but he was not the person who prepped the product. When they pulled the balloon from the hoop the stent came trailing out off the balloon as it did not seem to be crimped very well from the beginning. The tech that prepped the product could not recall if the stent was flared upon removing it from the package or not. There was no noticeable damage to the packaging. They pulled another product and completed the case.

Manufacturer narrative:
The product is to be returned for evaluation, however, it has not been received yet. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The complaint conclusion has been updated to reflect additional information that the stent was not crimped on very well and when they pulled the balloon out of the hoop to prep the stent the stent fell off. It was reported that the palmaz genesis on opta pro flared off of the balloon when feeding it up the wire prior to sheath insertion. The device was not used in the patient. It was reported that it was unclear if there was an error in prepping of the device or whether it was a due to manufacturing crimping issues. The flare was noted by the physician; however, he was not the person that prepped the device. The technician that prepped the product could not recall whether or not the stent was flared upon removal from the package. With follow-up investigation it was reported that the device was not prepped, when the balloon was pulled the from the hoop, the stent came trailing out off the balloon as it did not seem to be crimped very well from the beginning. There was no noticeable damage to the packaging. Another product was used to complete the case. The device has not been received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent crimped process was reviewed and no other issues were noted that were considered potentially related to the reported complaint. Review of lot 15041870 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device and based on the reported information, no conclusion can be made regarding the timing or root cause of the reported flaring of the stent off of the balloon prior to use in the patient. Based on the device history record review, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Event description:
Additional information was received from the sales representative that stated the stent was not crimped on very well and when they pulled the balloon out of the hoop to prep the stent fell off. That is as far as they got. They then pulled another product.